Manufacturer narrative:
Zimmer biomet complaint (B)(4). G3: foreign source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left custom tmj procedure on an unknown date. Subsequently, the patient is being considered for a new custom tmj device due to unknown reasons. No revision procedure has been reported to date. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. DHR review showed all parts were planned and designed conforming to applicable work instructions. The original scan was outside of the requirement that scans be less than six months old upon receipt. This issue and the design were approved by the surgeon. Comparing the design scans to the scans that were taken to design the potential replacement device, it was found that the mandibular implant was positioned more anterior than the planned position. It was reported that the patient is being considered for a new custom tmj device due to unknown reasons, so it could not be determined if this improper positioning caused or contributed to the complaint. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d4, g3, g6, h2, h3, h4, h6, and h11.